Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. In addition, noise oversensing was also noted on the rv channel. Technical services (ts) recommended further testing. A possible rv lead fracture was discussed, but it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.